Event description:
During an in-clinic follow-up, an episodes where the device was unable to sense an atrial tachycardia due to p-wave blanking was observed. The device was reprogrammed to avoid any further sensing issues. The patient was in stable condition.